Manufacturer narrative:
(B)(4). 12/14/2015 11:36 am (gmt-5:00) added by (B)(4): custom cp pack component leaked, pre bypass filter. Email from customer indicated product is available for return received on 27-nov-2015.

Event description:
Custom cp pack component leaked, pre bypass filter, customer reported same earlier this year and feels nothing is being done to correct. Email from customer indicated product is available for return received on 27-nov-2015.